Manufacturer narrative:
The device was returned for evaluation. The investigation confirmed the reported incident. When the unit was powered on the unit generated a false positive. The investigation found that the adapter that connects the scanner to the console had a damaged pin hole. The investigation isolated the failure to the adapter; however, the root cause of the adapter failure could not be reliably determined. The adapter was replaced to address the condition. A review of the device history record indicated that this unit was released meeting all specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device gave a false positive detection when it was first tested out of the box. There was no patient involvement.